Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation/deflation difficulties were encountered. The physician had placed a taxus express2 3.0 x 12 mm drug eluting stent in the proximal lad. He inflated the delivery balloon to 11 atms but noted that the middle portion of the delivery balloon expanded slowly ("dog-boned"), however, the ends of the balloon did inflate. The physician was then able to inflate the entire delivery balloon by increasing the pressure to 12 atms and ultimately to 16 atms. After the stent was fully deployed, the physician could not get the balloon to deflate. The physician attempted several maneuvers to deflate the balloon. After about 18 minutes the physician was finally able to do so by puncturing the balloon with a mailman straight tip wire. After the balloon was punctured with the wire, it still did not fully deflate. They were unable to aspirate any blood when pulling negative. It deflated enough to get it out of the stent, however, there it remained inflated; "winging" was noted and they were not able to retract it back into the guide catheter. The guide, delivery device and ultimately the sheath were removed as a unit, as the balloon remained inflated. Wire position was maintained throughout this event. Another sheath was inserted and a catheter inserted to do follow-up angiograms. A dissection in the lm was noted and the pt was sent for coronary artery bypass grafting to repair the vessel. The pt did well following the surgery.